Manufacturer narrative:
Intervention was not required to prevent permanent impairment/damage. It was checked in error in the initial report.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump was skipping gears and will not occlude. There were no injuries or adverse events reported.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found check clutch/ plunger lever error in history log. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump clutch halves were abnormally worn and likely due to the customer not fully depressing the plunger lever before moving the plunger head which caused the reported issue. Service replaced the pump clutch half's and that cleared up the reported problem. Service's also replaced the leadscrew and spring as a preventative measure. The problem source of the reported problem is unknown.